Manufacturer narrative:
The DHR for lot v7c006 was investigated. No issues were documented during manufacture. As no samples were provided, the exact cause of the difficulties encountered cannot be determined. Under routine production a sampling of these units are tested for pouch integrity and the production run is not released until all aspects of product quality meet product specifications.

Event description:
Per the FDA adverse event or product problem form, the director of the family care center reported that the heel warmer was squeezed per instruction and the heel pack popped open causing a 1 cm chemical burn on the infant's abdomen.